Event description:
It was reported that the customer experienced high blood glucose of 20mmol/l for about two days. It was stated that the customer noticed moisture at the motor area, but the customer does not remember if the leak of the reservoir was visible. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.